Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was a shorted u409 can transceiver on the computer/analog board was shorting the 5v wire. Additionally, the q12 and q16 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted u409 transceiver could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the damaged monitor.